Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration unknown) at 2500 mcg/day via an implanted pump. It was reported the patient went to the hospital on (B)(6) 2021 because the patient suffered from urinary tract infections (utis). The healthcare provider (hcp) at the hospital called the local company representative (rep) to come and turn the pump down to rule out the medication. It was noted the rep made a comment the baclofen went ¿subcu¿. The caller wanted to know when the medication would be turned back up.